Event description:
The customer reported that on 11/13/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. The pt was kept overnight and discharged the next day. On 11/18/97 the pt was admitted to the hospital with an enlarged right groin. A psuedoaneurysm was diagnosed and successfully compressed with ultrasound.